Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), complete clip detachment, gripper line break, embolism and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip (91113u251) was advanced and grasping was performed. However, the leaflets were unable to be grasped due to a slight aorta-hugger. The clip was removed and replaced with an xtr clip (00117u117). The clip was inserted and deployed on the leaflets. However, after the clip was deployed, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The gripper line was still attached to the clip, so the physician attempted to remove the it. However, while attempting to remove the gripper line, the clip detached from the posterior leaflet. The clip was still attached to the gripper line, but one side of the gripper line had been pulled a few centimeters into the clip delivery system (cds). Therefore, the physician decided to remove the cds over the gripper line. It was noted at this time, the clip remained in the left atrium (la). By using the gripper line, the physician pulled the clip to the tip of the steerable guide catheter (sgc). The sgc and the clip were then attempted to be removed together; however, during removal, the gripper line broke and the sgc was removed without the clip. It was noted that the clip was stuck in the vein-access and had to be surgically removed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. A definitive cause for the reported break of the gripper line and embolism could not be determined. The reported patient effects of embolism and foreign body in patient appear to be a cascading event of expulsion and gripper line break respectively. The reported patient effects of embolism and foreign body in patient, as listed in the eifu, mitraclip ntr/xtr, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.